Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The suction tube (product ID cev103a) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the evaluation verified the complaint as valid. There is a leak at the irrigation piston, there is too much clearance around the piston. When assembling with a new piston, there is a leak too. The received device is an old version of cev103a. On this version, there is no seal at the irrigation piston. Root cause - considering the date of manufacture (2004), this issue is probably due to an inversion of the piston with a piston from the current version of the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, there was a leak on the irrigation piston of the suction tube (product ID cev103a). There was no injury or death and it is unknown if there was increased surgical time.